Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was having symptoms and the physician stated that the device was not working after looking the EKG. The physician then advised the patient to contact the physician in (B)(6). An attempt to obtain additional pertinent information was unsuccessful. No adverse patient effects were reported.